Manufacturer narrative:
Implanted device remains.

Event description:
Per the clinic, the patient developed recurrent suppuration and otitis media of the middle ear in 2012 and subsequently underwent revision surgery (date not reported). The issue was reportedly resolved; however, in 2016 the patient developed a cholesteatoma and otitis media, resulting in migration of the electrode array into the middle ear and necrosis of the bone. Explantation and reimplantation on the contralateral side is planned however has yet to occur, as of the date of this report.